Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found damaged dso seal and defective remote dose connector and the customer complaint was duplicated. The cause of the primary complaint was damaged downstream occlusion (dso) seal and defective remote dose connector. The downstream occlusion (dso) seal and defective remote dose connector were replaced.

Event description:
It was reported that there was ¿membrane detachment + bolus connector¿. There was unknown patient involvement.